Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that the pt underwent a diagnostic cardiac catheterization, accessed through the left common femoral artery. A different physician then took over the case to perform a subclavian stent placement. After a successful procedure, a femoral angiogram was performed and the pt was deemed appropriate for angio-seal closure. The procedural sheath was a 7f and a 6f angio-seal was used. The deployment was unremarkable and hemostasis was achieved. Two to three hours post deployment, the pt had no pedal pulses. The pt was brought back into the cardiac cath lab for angiographic evaluation. The common femoral artery was completely occluded at the location of the access site, where the angio-seal had been placed. The physician ballooned the site of the occlusion several times with successively larger diameter balloons and flow was restored.